Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance allegations were noted on the leadless ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 hours post implant of leadless implantable pulse generator (ipg) the patient died with cause of death stated as tamponade and pulseless electrical activity (cardiac arrest).